Manufacturer narrative:
No product returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
The customer reported that during infusions on the syringe and pca modules, when the line is clamped for a significant period of time, the pump does not alert the nurse, therefore, the patient does not receive medication during that time period. In one instance, morphine was programmed to infuse at 1ml/hr with boluses of 0.5ml every 15 minutes and was administered during the date range of (B)(6) 2018. At 2000 on (B)(6) 2018, it appeared that the patient did not receive the medication. The non-bd syringe was noted to be full, cracked and leaking with the line inadvertently left clamped since the infusion was started at 0202. The device did not alarm for occlusion and the pressure setting was likely set to high and locked. The patient was also receiving scheduled ibuprofen. The pain scale during that time was "sleeping to10". The pca continuous infusion was set to 0ml/hr on (B)(6) 2018 (with just bolus available) and was transitioned to intermittent morphine dosing on (B)(6) 2018. No product was sequestered for investigation. The customer reported similar events occurred in nicu, picu and on the medical surgical unit, but no additional information about patients, medications, or events were provided for those instances.